Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient had sensor ripped off during a move and the wire was sticking out of the skin.